Event description:
Device issue: suture came out of the artery. Symptoms/ae: arterial damage. Time of ae: during closure procedure. It was reported that a physician, trained in the use of the proglide device, attempted right common femoral arteriotomy closure after a diagnostic procedure. There was significant bleeding post deployment and as the suture was tightened, the suture came out of the artery with intima attached. Manual compression was applied but the pt developed a cold leg, requiring surgical vessel repair. The vessel was mildly diseased. The physician did not feel this was a device malfunction but was possibly related to technique. Though requested no add'l information was available.

Manufacturer narrative:
The customer reported the device was discarded; however the suture expected to be returned for investigation. It has not yet been received.